Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor failed to execute a baseline recording. Upon evaluation, the esd3 component was defective which impacted the driven ground. The cause of the constant gong alarms is the defective esd3 component. The root cause of the defective esd3 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.